Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a lesion in zone 3 and the aneurysm measured d x l; 60 x 81 mm. The proximal neck is 36mm, proximal landing zone length is 18mm, distal neck is 34 mm. There is slight calcification around zone 1 to zone 4. Bovine arch. The physician recognized the shorter landing zone, 18mm, and deployed the tf4040 in the lesion which was at the distal portion of the bovine arch. The stent graft was then touched-up with a tmp balloon; however, there was a type 1a endoleak due to the short landing zone. It was reported that the proximal type ia endoleak confirmed to be coming from the stent graft. Another manufacturer's stent graft was implanted resolving the event. No clinical sequelae were reported and the patient is fine.